Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up the ra lead showed undersensing. Reprogrammed was performed to successfully resolve the issue. The patient was unaffected by the event and is in stable condition.